Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c7 segment with a max diameter of 5.2mm and a 5.2mm neck diameter. The landing zone was 2.9mm distally and 3.4mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered; 100mg of aspirin and 75mg/d of plavix. The angiographic result post procedure showed aneurysm reduction. It was reported that the surgeon performed angiography to determine the location of the lesion. Following routine procedures, the stent microcatheter was delivered to the distal end of the lesion using a micro-guidewire, and ped2-350-16 was selected for treatment. The stent was hydrated and delivered according to standard procedures. During the deployment operation, it was found that the distal end of the stent failed to open normally. After being retrieved and deployed again, the tip end still could not be fully opened. The stent was suspected to be damaged, and it was resheathed and withdrawn from the body with the microcatheter, and the tip end of the stent was found to be deformed. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The surgeon believed that this was a defective product and requested that it be returned to the manufacturer. Subsequently, the surgeon used the original microcatheter to perform ped2-350-18 deployment treatment and successfully completed t he operation. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a terumo 6f femoral artery sheath, microvention 5f 125cm sofia guide catheter, stryker xt27 microcatheter, and microvention traxcess-14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.